Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe was leaking out of the plunger. The following was recieved by the initial reporter: verbatim: syringe used with propofol. Once loaded in infusion pump, anaesthetist reported that the propofol was coming out of the plunger rather than luer-lok end. Resulted in medication on floor rather than being delivered to the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jul-2023 investigation summary: one physical sample has been provided to our quality team for investigation. The product was visually inspected, there was no damage found in the barrel or any other components that could have contributed to the leak observed. A device history review was performed for the reported lot 2210097, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned samples underwent these same tests and found product met required specifications. Give there was no visible damage or defect within the product and device records did not reveal any quality issues, we cannot identify a definitive root cause at this time.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe was leaking out of the plunger. The following was received by the initial reporter: verbatim: syringe used with propofol. Once loaded in infusion pump, anaesthetist reported that the propofol was coming out of the plunger rather than luer-lok end. Resulted in medication on floor rather than being delivered to the patient.